Event description:
Spacelabs received a report that a patient monitored by bedside monitor model 91387-27 with command module model 91496 and central monitor model 91387-38 failed to generate an alarm for ventricular tachycardia (vtach) on (B)(6), 2014. No time was given for the event. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member. Patient retrospective data was also provided and is currently under further investigation. This investigation is underway. We will file a supplemental report when the investigation is concluded. Placeholder.

Manufacturer narrative:
The patient retrospective database was provided by the customer and reviewed by a spacelabs lead software engineer. Failure to alarm for ventricular tachycardia (vtach) was reported by the customer; however, there was no vtach episode located in the database for the patient. There was no device malfunction. This report is considered final and the issue closed.